Event description:
It was reported by the customer that a bd pyxis¿ es server database services failed to start. The customer stated that the malfunction occurred when they trying to issue medication to patient and there was a 45 minute delay for the critical medication hydralazine. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d3, d4, d5, e1, e2, e3, g1, h4, h6, h 11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database services failed to start. A product support engineer resolved corruption with structured query language and rca back to providence on vm activity around the event. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system database services failed to start. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a 45 minutes delay for the critical medication hydralazine. There were no adverse events or injuries reported based on this incident.